Event description:
Positive advia centaur xp troponin ultra test results were obtained on a pt sample and reported to the physician. The pt was sent to the hospital. The hospital performed troponin testing on two different methods and the results were negative. However, based on the positive result from the advia centaur xp, the angiogram was performed on the pt. Since the angiogram result was negative, the laboratory was asked reanalyse the sample and to perform a scantibody test to try to eliminate heterophile antibodies. The laboratory obtained positive results for the initial pt sample. The pt was admitted to the hospital and an angiogram was performed. The angiogram was negative.

Manufacturer narrative:
A siemens field application specialist (fas) was sent to the customer site. The fse took the sample from the laboratory tos the hospital to analyze it using their methods and took aliquot samples from the hospital to analyze on the advia centaur. The laboratory sample did produce the same positive result at the hospital. The hospital aliquot samples did produce the same negative result at the laboratory. The customer is sending the pt sample for further investigation at the manufacturing site. No further eval of the device is required.